Event description:
It was reported that a dissection occurred. A 300 cm victory 14 guide wire and a 3mm x 20mm x 143cm coyote es were selected for treatment. During the procedure, the wire got over and down the leg of the vessel but the coyote es balloon would not advance past the bifurcation. The physician speculated that the wire could have been kinked. It was noticed that a vessel dissection occurred. A 3mm mustang balloon catheter was inflated for "a long time" to treat the dissection. No further patient complications were reported and the patient's status was ok.

Manufacturer narrative:
Device evaluated by MFR.: the coyote es was received with a coyote es shelf box. The batch number on the returned packaging matched the batch number for this complaint. There was no damage or irregularities noted during microscopic examination. The inner diameter (ID) of the coyote es was measured and was compatible with the victory guidewire which was used for functional testing. The victory guidewire advance through the coyote es with no unusual resistance. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complication as the reported event is due to a known physiological effect of the procedure noted within the product directions for use (dfu). (B)(4).

Event description:
It was reported that a dissection occurred. A 300 cm victory¿ 14 guide wire and a 3mm x 20mm x 143cm coyote¿ es were selected for treatment. During the procedure, the wire got over and down the leg of the vessel but the coyote es balloon would not advance past the bifurcation. The physician speculated that the wire could have been kinked. It was noticed that a vessel dissection occurred. A 3mm mustang balloon catheter was inflated for "a long time" to treat the dissection. No further patient complications were reported and the patient's status was ok.

Manufacturer narrative:
(B)(4).